Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt has had a progressive loss of electrode channels over time. There are now 6 electrode channels reported as having hi impedance. There is no reported deterioration of functional listening ability.